Event description:
Event description boston scientific, crm received information that this pacemaker was not capturing in the right ventricle (rv) at the programmed output of 3.5 v at 0.5 ms. The rv lead is a non-guidant product. The patient was in the hospital for chest pains. The device and non-guidant rv lead remain implanted. The device output was increased to 4.0 v at 1.0 ms with consistent capture. Programmed electrical stimulation (pes) was also reprogrammed to alleviate his supraventricular tachycardia (svt). The patient was scheduled to visit his electrophysiologist to further review the device settings. It was not possible to determine if the chest pains were due to the loss of capture.